Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical, the root cause could not be confirmed because the customer declined to change out the infusion set. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 400 mg/dl.